Manufacturer narrative:
(B)(4). Patient age (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: mitraclip implantation in younger patients and pediatric populations: (B)(6) patient with multiple comorbidities and a prior mitral valve annuloplasty. (B)(4).

Event description:
This is filed to report mitral stenosis. It was reported through a research article that the mitraclip procedure was performed to treat functional mitral regurgitation (mr). Two clips were implanted, reducing mr from 4 to 1-2; however, the mean pressure gradient increased to 6mmhg. Details are listed in the attached article, titled mitraclip implantation in younger patients and pediatric populations: (B)(6) patient with multiple comorbidities and a prior mitral valve annuloplasty. Please see article for additional information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. The IFU also states that the safety and effectiveness of the mitraclip device has not been established in pediatric patients. It is undetermined if the deviation of the IFU cause/contributed to the reported difficulties. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.